Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. Telephone number: (B)(6). Review of the most recent repair record determined that the unit's handle was stuck on the shaft of the mesher. The ratchet was cleaned and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device did not work. Review of the repair record determined that the ratchet handle was stuck in the shaft of the mesher. The completed investigation determined that the comb was damaged. No adverse events were reported as a result of this malfunction.